Manufacturer narrative:
Patient information not available for reporting. Date of event: unknown. PMA / 510k: this report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant/explant is not known complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
This report is being filed after the subsequent review of the following literature article stoor p., hodzic z. (2017). Surgical treatment dentofacial deformities caused by juvenile idiopathic arthritis. The journal of craniofacial surgery, p. 1-7. Finland. The purpose of this study was to evaluate the results of orthognathic treatment, distraction ostegenessis, and prosthetic reconstruction of the temporomandibular joints in patients with juvenile idiopathic arthritis (jia). The study included 12 patients (9 females, 3 males) who all underwent surgical correction due to dentoskeletal deformities and were diagnosed radiographically with severely affected tmjs and reduced ramus height preoperatively. As treatment for this diagnosis each patient underwent at least one surgery of correction. Majority of the patients experienced a 2-stage surgery (8); but, 1 patient underwent 1-stage surgery, 2 patients underwent 3-stage, and 1 patient underwent 4-stage surgery. At the time of the first surgery the patients ranged between the age of 15.8 to 50.3, the mean age being 27.4 years. Each patient who underwent a sarmes (3), bssos (2), le fort I osteotomies (4) and or genioplasties (6) were implanted with titanium mini plates (1.7 mm) with 4 or 6 screw holes and monocortical (2.0 mm in diameter) screws (gold, martix, orthognathic, depuy synthes). It is unknown which company¿s device were implanted in which patient. Three patients (named 5, 7 and 10) had an additional surgery performed due to relapse. Patient no 5 underwent bilateral prosthetic tmj reconstruction with simultaneous le fort I osteotomy. The results were not satisfactory and le fort I osteotomy was redone with an additional genioplasty, followed by a stabile occlusion and an improved facial appearance. Patient no 10 was diagnosed with an open bite during the first postoperative month after bsso. Due to the patient¿s languid cooperation, the final occlusal reconstruction was performed as late as 1 year later with le fort I osteotomy. Patient no 7 had an additional surgery, unilateral prosthetic tmj reconstruction, due to treatment resistant pain of the tmj. Following the procedures every patient experienced postoperative swollenness and pain causing a decrease in the mouth opening capacity (range: 31 mm ¿ 45 mm). This decrease was discovered to have continued even after the completion of the study¿s follow up period. Unknown plate for patient 5 who relapsed and experienced unsatisfactory result and required revision surgery. Unknown screw for patient 5 who relapsed and experienced unsatisfactory result and required revision surgery. Unknown plate for patient 10 who relapsed. Unknown screw for patient 10 who relapsed. Unknown plate for patient 7 who experienced pain and required an additional surgery. Unknown screw for patient 7 who experienced pain and required an additional surgery. Unknown plate for postoperative swollenness and pain in every patient. Unknown screw for postoperative swollenness and pain in every patient. A copy of the literature article is being submitted with this medwatch. This report refers to all patients. This is report 5 of 6 for (B)(4).